Event description:
It was reported the patient lost stimulation. The patient has not recharged the ipg as recommended. It was also reported the charger and programmer can no longer communicate with the ipg. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.